Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump, received an insulin flow block, had battery life issues, and received the battery failed alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the insulin pump. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. No failed battery alarms noted during testing. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review no delivery was noted on (B)(6) 2024 at 20:59:42 and on (B)(6) 2024 at 19:56:54 both during bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, serial number label missing and end cap address label missing. In conclusion, customer concern for insulin flow blocked alarm, failed batt test and charge/battery lasts less than a week were not confirmed during testing. Unit was tested successfully. No unexpected or constant insulin flow block/no delivery alarms noted. Unit successfully powered up after battery installation. Cosmetic damage was confirmed at the labels when missing serial number label and missing svn label were noted. Charge/battery lasts less than expected was not confirmed during testing or in the power management graph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.